Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 8mm nc emerge® balloon catheter was advanced for dilation. However, during the first inflation up to nominal pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. Microscopic examination revealed that the balloon has a pinhole 2mm from the distal markerband. The tip is damaged. There are numerous hypotube and shaft kinks. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.00mm x 8mm nc emerge® balloon catheter was advanced for dilation. However, during the first inflation up to nominal pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported.